Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cavotricuspid isthmus (cti) using the pulseselect catheter, a mild spasm was observed in a portion of the coronary artery after coronary angiography was performed. There was no st elevation, and the patient appeared to have no chest pain upon regaining consciousness. The symptom did not resolve, but it was quite mild, so there was no treatment; it was said that the medication will be continued after the case. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath. Product ID: non-medtronic, product type: sheath. Product ID: non-medtronic, product type: catheter. Product ID: non-medtronic, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that additional administration of the medication was necessary due to the occurrence of the coronary artery spasm.